Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer positioned the drawer and tightened the railing screew on the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer was clicking but not opening when trying to open causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.